Event description:
Litigation alleges that the patient suffered pain, suffering, metal poisoning, metallosis, presence of metal debris from implanted device, loss of enjoyment of life and was injured by excessive levels of chromium and cobalt. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that the patient suffered pain, suffering, metal poisoning, metallosis, presence of metal debris from implanted device, loss of enjoyment of life and was injured by excessive levels of chromium and cobalt. Doi: (B)(6) 2007 dor: none reported (right hip). Patient is a resident of (B)(6). Update 09/19/2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update 9 may 2014 - der rcvd - updated hospital information / surgeon / added sleeve product and dor.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that the patient suffered pain, suffering, metal poisoning, metallosis, presence of metal debris from implanted device, loss of enjoyment of life and was injured by excessive levels of chromium and cobalt.